Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. A guidezilla¿ was selected for use. During introduction, it was noted that the shaft of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Corrected device lot number from 20756095 to 20756283. Corrected device manufactured date from 06/20/2017 to 06/15/2017. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood and contrast inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar, numerous kinks in the hypotube, numerous kinks in the distal shaft, and tip damage (ovalized). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A guidezilla¿ was selected for use. During introduction, it was noted that the shaft of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.